Event description:
In (B)(6) 2018 the device (implant housing) was repositioned at the recipient's request. At initial stimulation after implantation in august, everything was really good. Prior to repositioning surgery auditory percept was present on all channels. However, following re-positioning surgery, there was no sound perception on basal electrode channels (8-12). The recipient met the surgeon in (B)(6) 2019 and revision surgery has not been recommended. Recipient will continue at this time to work on reprogramming with the audiologist, as per physician recommendation.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). According to the received information from the field, the recipient requested re-positioning of the implant package as an uncomfortable placement was applied at implantation surgery. During re-positioning surgery, the active electrode array was likely inadvertently pulled partially out of cochlea, as the recipient did not benefit from the most basal channels afterwards. The partial misplacement of the active electrode was confirmed by radiological imaging. The recipient will be monitored by the clinic and the device remains implanted and in use.

Manufacturer narrative:
Device investigation of the received parts did not reveal any device damage or defect which has been present whilst implanted. Mechanical damages found during device investigation are most likely related to the explantation surgery. According to the received information, the recipient requested re-positioning of the implant package as an uncomfortable placement was applied at implantation surgery. During re-positioning surgery, the active electrode array was probably inadvertently pulled out of cochlea, as the recipient did not benefit from the most basal channels afterwards. The partial misplacement of the active electrode was confirmed by radiological imaging. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient was implanted in (B)(6) 2018 on the concerned side. In (B)(6) 2018 the device (implant housing) was repositioned at the recipient's request. Prior to repositioning surgery auditory percept was present on all channels. However, following re-positioning surgery, there was no sound perception on basal electrode channels (8-12). Per new information received, CT scan confirmed partial migration of the electrode array from the cochlea. Reimplantation surgery took place on (B)(6) 2019. According to the explant report form, 4 channels were out of cochlea.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2018 the device housing was repositioned. Following re-positioning surgery, there was no sound percept on electrode channels 8-12. Imaging will be ordered.